Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During bone prep of the distal femur the surgeon complained that once he was already in the cut and the mps clicked "free" and "unfree" the cutting tool, the arm jerked back into the haptics - most anterior femur spot for this distal femur cut. So "free" was selected and when deselected to enable power, the arm jerked. The surgeon explained that this "jerked" power tool could cause damage into soft tissue or bone not intended to be cut. Type of case: pka 3.0.

Event description:
During bone prep of the distal femur the surgeon complained that once he was already in the cut and the mps clicked "free" and "unfree" the cutting tool, the arm jerked back into the haptics - most anterior femur spot for this distal femur cut. So "free" was selected and when deselected to enable power, the arm jerked. The surgeon explained that this "jerked" power tool could cause damage into soft tissue or bone not intended to be cut. Type of case: pka 3.0.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: an event regarding unintended arm movement involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 212 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unintended arm movement. There were 2 other reported event for the listed catalog number (pr1662351 and pr1645161). -conclusion: product inspection could not be completed because session files were not provided after 3 communication attempts. Log files were provided but an investigation cannot be completed without both the log and session files. H3 other text : device not returned.